Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaints were received during this report period. One showed no evidence of any device-related fault. All 10 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken. (B)(6).

Event description:
This report summarizes <noe> 1 </noe> malfunction event which are associated with the use of the device in terms of user experiencing difficulty opening and closing the device, even if the operation is being performed according to labeled instructions for use. No patient information was confirmed for this event.